Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated they are receiving a compromised force sensor alarm 3 times within a week, when trying to change set. The customer stated that they were able to rewind the pump and the drive support cap is not damaged.

Manufacturer narrative:
The insulin pump alarmed prime during displacement test due to motor high current draw. The insulin pump passed idle current test and run current test. We were unable to perform self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.